Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that sensor wire guidewire was used during a kidney stone removal procedure on (B)(6) 2020. According to the complainant, during the procedure, the sensor corewire of the guidewire broke when it was removed from the patient. The procedure was completed with a new sensor wire guidewire. There were no patient complications reported as a result of this event.